Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 08-aug-2023. Investigation summary: bd received an opened bag of one-use holder samples for investigation. The samples were evaluated by visual examination and functional testing, each attached to an acquisition device hub, and the indicated failure mode for molding defect with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode molding defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® one use holder the primary container weld, and falls onto personnel. The following information was provided by the initial reporter. The customer stated: "rupture of the primary container weld. Risk of products falling on arsenal personnel."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® one use holder the primary container weld, and falls onto personnel. The following information was provided by the initial reporter. The customer stated: "rupture of the primary container weld. Risk of products falling on arsenal personnel."